Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit rem error "rem incorrect interface data". It was also noted that the rem signal remain green when it should not but the machine was also keeps flashing red. There used another like unit and it worked fine. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The reported condition was confirmed. The investigation found low output. The investigation identified the cause of the reported event to be the calibration. The unit was re-calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.